Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom could not be reproduced during testing. The system error 322 was confirmed through the history log. The unit was received inoperable due to system error 320 caused by a failed lower latch switch preventing reproduction of the customer's reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The lower auxiliary assembly, containing the failed lower latch switch, was replaced.

Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no patient injury.